Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the left ventricle (lv) lead was found displaced and the patient was experiencing muscle stimulation of the left arm due to a fall that the patient experienced. The lv lead was explanted and replaced. There was no alleged malfunction of the lead, and was believed to be dislodged due to a patient's fall. There were no adverse consequences to the patient.